Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at lcd board. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer's blood glucose was unknown. The customer stated they were unable to read the display due to the display anomaly. Customer reported lines were present on the display. The customer reported the issue has persisted for the past three to four months. The customer stated the insulin pump was not bumped or dropped. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.